Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 07-jul-2022, a system log review could not be performed because the system logs are not available at this time. The physician stated that video/images were available for review, but isi has not yet been able to obtain them. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. The patient was hospitalized for two days and was discharged home. Follow-up was attempted, but the missing patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was initially reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, requiring observation. On (B)(6) 2020, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the physician clarified that the pneumothorax was noticed after the robotic bronchoscopy with biopsy. It was reported that the procedure was a difficult and high-risk procedure as the second nodule was close to the pleural surface and fissure. The pneumothorax was identified on a post procedure chest x-ray. The pneumothorax was small, and it did increase a little over time, needing observation. The patient was observed for stability for two days. The patient's current status was reported as discharged. It was confirmed that there are images/videos available, but they were not provided at the time. The physician confirmed that the was no allegation that a malfunction of an ion system, instrument, or accessory occurred.